Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer of the solution adminstration set was separated from the tubing. This was identified upon opening the packaging, prior to use. There was no patient involvement. No additional information is available.